Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens implant procedure the lens was scratched. There was patient contact but no harm. Additional information was requested.

Manufacturer narrative:
The product was not returned.. The customer indicated the use of a qualified cartridge, with a qualified handpiece, and a non-qualified viscoelastic. The root cause may be related to a failure to follow the dfu. The customer indicated the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. Additional information was provided in h.6. And h.10. The manufacturer internal reference number is: (B)(4).